Manufacturer narrative:
Concomitant medical products: 439888 lead, implanted: (B)(6) 2015. 5076-45 lead, implanted: (B)(6) 2002. (B)(4) abdominal stent graft, implanted: (B)(6) 2013. (B)(4) abdominal stent graft, implanted: (B)(6) 2013. (B)(4) abdominal stent graft, implanted: (B)(6) 2013. (B)(4) abdominal stent graft, implanted: (B)(6) 2013. Evaluation summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead integrity alert (lia) triggered, with a lead warning for a sudden spike to high pacing impedance. Noise, oversensing, pacing inhibition, and lead fracture were also noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.